Event description:
Amrex has named as a defendant in a personal injury summons. The plaintiff claims that he suffered severe blisters and tingling down his arm and fingers after receiving ultrasound treatments in 2005. The device has not been returned to amrex. The model and serial number are unk. It has been reported to amrex by the doctor that performed the procedure, that the device was destroyed a month later, during hurricane katrina.